Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that suspected t-wave oversensing was observed. The session records were reviewed and advised that this does not look like a t-wave (based on the morphology) although it is possibly linked to the t-wave. Programming changes were made. The patient was asymptomatic.